Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: balloon would not inflate. The case was completed with another device. The patient status is fine. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.